Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia above 300 mg/dl while using the ilet with a contact detach infusion set shortly after changing supplies; the user observed no leaks or kinks, received guidance to monitor glucose and avoid meal announcements for correction, and glucose levels subsequently trended down into range after the supply change. Symptoms included high blood glucose without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy or ketone testing. Investigation included troubleshooting and education with follow-up to confirm stabilization. Investigation of this case revealed no confirmed device malfunction and no identified infusion set issue, and the event was characterized as hyperglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear.